Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose of 21 mmol/l. The customer was treated with intravenous drip. Customer was experiencing other symptoms associated with hyperglycemia was vomiting and headache. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature at time of incidence. The insulin pump will not be returned for analysis.